Event description:
It was reported that the patient presented to the ER early in the morning where the patient was externally shocked. The patient passed away few minutes later. The device was found in hwvvi reset after the patient expired. The device will be explanted.

Manufacturer narrative:
Na